Event description:
Upon opening and mixing bags for replacement, two bags burst on the small compartment side of the bag. Lot #: q2401224 for both bags. Dialysis charge rn made aware and sequestered bags. Reference report: mw5154134.